Manufacturer narrative:
Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was attempted to be used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the cutting wire broke at the catheter connection. It was reported that the cutting wire was intact, but the wire anchor dislodged from the catheter. No part of the cutting wire detached and fell into the patient. The procedure was completed with another autotome rx 44. There were no patient complications reported as a result of this event.